Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller talked with the patient and the patient indicated that they haven¿t used their stimulation in years. The patient estimates that the last time they tried to charge their ins was about 2 years ago. They did not maintain recharging because since implant their spinal cord stimulator (scs) never worked right for them. The patient last tried to recharge about 2 years ago and there was no telemetry with the patient programmer during the call. Technical services reviewed that the ins would need to be recovered so that it could be put into MRI mode. It was reviewed that the MRI eligibility cannot be clearly determined without MRI mode. It was unknown when the overdischarge event began. The caller also noted that there was corrosion in the battery compartment but the patient programmer appeared to work when they tried to communicate with the ins after they put fresh batteries in. There was not an out of box failure reported. No further complications were reported/are anticipated. Additional information was received from the patient's friend or family member and it was reported that the caller said the pt had the implant taken out because it never worked since it was implanted. They said the pt "had gone in a couple times but it never worked and the doctor went out of business". They said the pt had the device taken out two years ago.